Event description:
I went to see my optometric doctor at (B) (6) on (B) (6) 2010 for an eye exam and contact lens appointment. My doctor indicated that my left and right eye were very healthy. I informed him that I used acuvue 2 contact lenses. He recommended the acuvue oasys for astigmatism with hydraclear plus contact lenses, because, he said they would bring more oxygen to my eyes, allowing them to breath better, and would keep my eyes moist. I started wearing a trial pair of the acuvue oasys for astigmatism on (B) (6) 2010 and the second trial pair on (B) (6) 2010. While I was wearing these trial pairs, I experienced blurry and foggy vision, and it felt as though the contacts were sticking to my eyeballs, and in the morning my eyes were crusty and glued together. Ultimately, on (B) (6) 2010, my right eye became bloodshot red, swollen, felt burning sensations, sensitivity to light, pain and headaches, and noticed a white spot on my right eye. The contact lens that produced this reaction on my right eye is the acuvue oasys for astigmatism with hydraclear plus -senofilcon a- , lot b00892hc, d-6.50, cyl-0.75, axis 180, 2014/06. When I arrived to my doctor's appointment on (B) (6) 2010, my doctor told me I had a corneal ulcer and it was a very dangerous eye infection. I was told that the corneal ulcer could spread to the rest of my right eye and I could possibly loose my right eye and could become permanently blind. I was prescribed zymar and was put on a vigorous and aggressive antibiotic treatment for 9 days. I informed my doctor that I have been wearing contact lenses since I was (B) (6) and I have never experienced any problems, such as eye infections or corneal ulcers. I also informed the doctor that I thought the acuvue oasys for astigmatism lenses he prescribed me was the cause of my corneal ulcer. I was also informed by my doctor that I would have a permanent scar in my right eye from the corneal ulcer and that there would be a higher risk of developing another corneal ulcer when I wear contact lenses again. I conducted a search online regarding other customers reviews of the acuvue oasys and found that hundreds of other customers who used the acuvue oasys with hydraclear plus contact lenses manufactured by johnson and johnson have suffered the following symptoms: blood shot red eyes, swollen eye lids, sensitivity to light, eye discharge, corneal ulcers, repeated eye infections, permanent loss of vision, burning, itchiness, dryness, stinging, pain, eye mucous, optic neuritis, waking up with eyes glued and shut together, blurred vision, watery eyes, and thygeson's keratitis, to name a few. Please let me reiterate that I have been wearing contact lenses for 20 years and have never had an eye infection or a corneal ulcer. It is not a coincidence that I have experienced the same symptoms that hundreds of people have experienced when wearing the acuvue oasys hydraclear plus contact lenses. I believe there is something seriously defective about this type of contact lenses and the manufacturer, acuvue johnson and johnson needs to recall the acuvue oasys hydraclear plus contact lenses from the market and vigorously test and study the reasons why hundreds of people using the acuvue oasys are experiencing these dangerous and serious symptoms. In addition, the acuvue oasys hydraclear plus contact lenses are made of senofilcon a, a silicone hydrogel product, which can produce serious adverse reactions. Acuvue johnson and johnson and the doctors need to start informing the public of the possible adverse effects and side effects when using acuvue oasys contact lenses. My doctor at (B) (6) never warned me of the possible adverse effects I could experience when wearing the acuvue oasys contact lenses. Acuvue johnson and johnson needs to start providing the possible side effects and adverse effects in the contact lenses boxes, so the customers may know if they want to run the risk of being blind forever. How is it possible that a product such as acuvue oasys is put on the market for the public to use without thoroughly conducting numerous tests and studies on how people can react to these contact lenses? How can it be possible that hundreds of customers are being severely affected by the acuvue oasys contact lenses, but nothing is being done to recall the product, test and study the product? I have never had a corneal ulcer in my eyes and it has definitely been a traumatic, stressful and anxious experience to think of the possibility of permanent blindness in my right eye. I am asking that you please forward this info to the manufacturer, vistakon a division of johnson and johnson vision care, inc. I would also like to know how this info is used by the food and drug administration -FDA- and what steps will be taken to protect the public. In addition, I'm seeking financial redress for the physical damages caused to my right eye and mental anguish it has brought me due to fact that vistakon a division of johnson and johnson vision care inc, manufactured a defective product. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: near sighted/slight astigmatism.